Event description:
This was a left-sided cardiac lead extraction conducted in the hybrid or to extract a non-functional rv sjm 1590 riata ICD lead (84 mths old). The patient also had a sjm 1056t lv lead that was not to be extracted. The patient was prepped per hrs standards with tee and bypass available. The md opened the patient's pocket, prepped the rv lead with a lld-ez and began lasing with the 14f gl. While lasing the md noted via fluoroscopy the sjm riata had exposed coils. Md continued to smoothly lase with a tight rail just past the exposed coils. Just past the proximal coil severe adhesions were encountered. The cvs was called into the room and responded with 2 minutes. The md stated the 'lead was embedded in the heart tissue' and watched fluoroscopy carefully. It was noted via fluoroscopy the patient's heart movement began to slow and a decline in abp. A pericardiocentesis was performed within 4 minutes of the initial abp decline. Blood products were hung. The cvs performed a sternotomy 30 minutes after the initial drop in abp. A svc/ra junction tear was found and successfully repaired. The patient was transferred to the ICU for recovery.

Manufacturer narrative:
Device discarded after use.